Event description:
After inserting the anchor into the patient, it was observed that the head of the anchor broke away from the body. The body of the anchor remained in the patient. The procedure is shoulder arthroscopy and physician used the tap.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Observation of the returned device confirms that the hex portion of the anchor remains in the hex of the inserter. The remainder of the anchor is not provided. There is not enough physical evidence to determine a root cause, but,as part of (B)(4), this complaint was included in the final trending analysis which showed that the complaint rate for this failure mode had returned to tolerable levels. In 2010, when this device was released, there were 4 breakage complaints including this one with (B)(4) units sold within the product family. The resulting complaint rate represents a tolerable risk when compared to the predicted rate in the dfmea. No further investigation is warranted at this time. (B)(4).